Manufacturer narrative:
(B)(4). The device was not identified or sent to baxter for evaluation. If the device is received, the evaluation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.